Event description:
It was reported that during a coronary stenting procedure, stent dislodgment and a balloon hole occurred. The target lesion being treated was located in the left iliac artery. An express ld vascular stent was advanced but was not able to cross the target lesion so they withdrew the device. During the withdrawal, the stent dislodged from the balloon and it was only the balloon that came out of the sheath while the stent was left inside the vessel on the non bsc guide wire. A 3x20mm mustang was inserted to dilate the stent left on the non bsc guide wire. The express ld stent delivery system (sds) was then advanced again. During inflation the pressure in the pump did not go up and the balloon did not inflate. The physician suspected a balloon hole as a result. The sds was removed and was replaced by a 7x40 mm mustang. The stent was positioned a bit proximal so a second non bsc stent was deployed to cover the remaining lesion. The procedure was completed using the same device and the patients status was stable after the procedure.

Event description:
It was reported that during a coronary stenting procedure, stent dislodgment and a balloon hole occurred. The target lesion being treated was located in the left iliac artery. An express ld vascular stent was advanced but was not able to cross the target lesion so they withdrew the device. During the withdrawal, the stent dislodged from the balloon and it was only the balloon that came out of the sheath while the stent was left inside the vessel on the non bsc guide wire. A 3x20mm mustang was inserted to dilate the stent left on the non bsc guide wire. The express ld stent delivery system (sds) was then advanced again. During inflation the pressure in the pump did not go up and the balloon did not inflate. The physician suspected a balloon hole as a result. The sds was removed and was replaced by a 7x40 mm mustang. The stent was positioned a bit proximal so a second non bsc stent was deployed to cover the remaining lesion. The procedure was completed using the same device and the patients status was stable after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device has been returned or analysis. Received for analysis was the delivery catheter. No leaks were present in the balloon. There was no stent returned for analysis. An examination of the balloon found that the balloon was partially inflated with liquid. Using an encore inflation unit the balloon was inflated to its rated burst pressure with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).